Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed. Identification of issue has been done by analyzing problem description and service report. The air gas module was identified as faulty and was replaced. The air gas module regulates the inspiratory gas flow and gas mixture. Defective air gas module may lead to stop of ventilation or high pressure. The defective part has not been returned. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).